Event description:
The customer reported the system failed to produce fluoroscopy x-ray. Also, a cine disk error was displayed. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The real time operating system was replaced. Several circuit boards were replaced and the software was reloaded. The system was then found to be operating as intended.